Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The computer and touch panel were repaired and the system software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the computer and the touch panel on the stenoscop workstation would not work. No patient injury was reported.